Event description:
It was reported that the patient presented to the clinic having heard the device beeping for a few weeks. The patient's device reached elective replacement indicator (eri), and one month later, the battery was at end of life (eol) instead of the standard three month grace period, with low pacing output. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement time) in the save to disk is on (B)(4) 2011, device rrt less than or equal to 2.62 volts. The weekly battery voltage log data shows min bat=2.64 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for low battery voltage on (B)(4) 2011. Evaluation summary: (B)(4). Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.